Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 10 months, 24 days. Manufacturer's investigation conclusion: a correlation between the device and the reported infection could not be conclusively determined. The hm3 IFU lists driveline infection as an adverse event that may be associated with the use of the hm3 lvas. This IFU, as well as the hm3 patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) (B)(6) 2017. It was reported that the patient presented to the hospital with a complaints of driveline drainage. Prior to admission, the patient experienced chills and fever with frank pus at driveline site. CT on the abdomen region showed a collection of fluid near driveline likely representing an abscess. The patient underwent debridement on (B)(6) 2018. The patient was on zosyn and vancomycin for antibiotic treatment.